Manufacturer narrative:
(B)(4). The device is in use.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Per the engineering/quality review, the reported issue could not be confirmed. Based on available information; the cause was for the reported issue was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center reporting that the spike did not stay in the supply bag during use on the homechoice (hc) machine. The home patient (hp)'s caregiver (cg) reported that she used a compact exchange device (cxd) to spike the bags and added that when she spiked the supply bag, the spike came back out and fluid leaked from bag. The cg stated that the heater bag had spiked successfully. The technical service representative (tsr) advised the cg to make sure to clean the cxd and to start over using all new supplies. The cg would use new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
During a follow up phone call by product surveillance to the nurse regarding the miss-spiking, it was revealed that the issue was resolved and that home patient (hp) had resumed therapy after the event. Per nurse, hp was not using the compact exchange device (cxd) appropriately, and was retrained. Per nurse, hp is on hemodialysis now. No further information was provided.